Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the crosser catheter. During the preparation of the procedure, the wire port allegedly detached from catheter. It was further reported that there was no damage noted on the box. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a female patient prepped for a recanalization procedure using the crosser catheter. During the preparation of the procedure, the wire port allegedly detached from catheter. It was further reported that there was no damage noted on the box. The procedure was completed by using another device. There was no patient contact.